Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03926. It was reported that a burr became stuck on rotawire. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After rotablation, it was noted that the burr got stuck on the rotawire outside the patient's body. The procedure was completed with this device. No patient complications were reported.